Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that a fresenius 2008t hemodialysis machine had a burnt/charred actuator test board. The burnt/charred board was observed during machine repair for a reported burning smell and an ¿acid pump no eos¿ alarm. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 60,000 hours and the actuator test board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, associated with the burnt/charred actuator test board. The biomed replaced the actuator test board, which resolved the issue. The machine was returned to service at the user facility without issue. The actuator test board was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.